Event description:
Information received regarding the explanted device notes a capture anomaly and lead fracture. The patient tolerated the replacement procedure well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received